Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she received a no delivery alarm but was resolved with a complete set change. The customer's blood glucose was 221 mg/dl at the time of incident. The customer stated she had high blood glucose of 441 mg/dl. The customer stated that the no delivery alarm did not occur during manual prime. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.